Manufacturer narrative:
The t:slim g4 user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 36 (mg/dl) after exercise, and consumed candy to treat bg level. Reportedly, customer uses apidra insulin with the pump. Recommendation was made to consult with health care provider to discuss diabetes management.